Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of an unspecified number of tampons, the string broke into pieces. She manually removed pieces of string from her vaginal cavity. She did not seek medical attention and did not report any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacturer.